Manufacturer narrative:
The device remains implanted and in service. Should we receive additional information, this report will be updated.

Event description:
It was reported that during a routine follow-up of the pacemaker, it was showing premature battery depletion. During the most recent follow-up on (B)(6) 2019, the device was showing 3 years remaining. Additional information was received on (B)(6) 2019 indicating that the device remains in service, and that the patient will have another follow-up in 6 months. No other action is being taken at this time. No adverse effects were reported.